Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise during interrogation and is reproducible with left arm motion. The lead remains in use. No patient complications have been reported as a result of this event.